Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an internal carotid artery aneurysm embolization case, the physician encountered resistance while advancing the subject guidewire inside the microcatheter and found out that ptfe coating of the subject guidewire was peeled off. Further, the physician felt resistance while advancing the stent inside the same microcatheter. The physician withdrew the stent out together with the microcatheter from the patient¿s anatomy and then used a subject guidewire to push the stent out of the microcatheter on the table. The stent was found severely damaged on the distal and proximal parts. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during an internal carotid artery aneurysm embolization case, the physician encountered resistance while advancing the subject guidewire inside the microcatheter and found out that ptfe coating of the subject guidewire was peeled off. Further, the physician felt resistance while advancing the stent inside the same microcatheter. The physician withdrew the stent out together with the microcatheter from the patient¿s anatomy and then used a subject guidewire to push the stent out of the microcatheter on the table. The stent was found severely damaged on the distal and proximal parts. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, the core wire distal end was observed through the distal tip dome and the guidewire ptfe coating was noted to be peeling in multiple areas to 186 cm from the proximal end as per photos 4-7. The hydrophilic coating was hydrated and there were no anomalies noted. The functional inspection not required for guidewire ptfe coating peeling as the defect was noted in the visual inspection. On the guidewire difficult to advance functional test, the guidewire could be advanced through the complaint microcatheter without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates the introducer device was used during the procedure. Analysis of the returned device found scraping and peeling of the ptfe was evident in the returned device and most likely occurred as a result of interaction with another device (introducer). The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. This would cause difficulty in advancing the device. The as reported defects ¿guidewire difficult to advance¿, ¿guidewire ptfe coating peeling¿ and the as analyzed defect ¿guidewire ptfe coating peeling' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.